Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer's sensor glucose and blood glucose had big variance. Sensor had triggered threshold suspend. Customer's sensor glucose was 40 mg/dl and blood glucose was 485 mg/dl. During troubleshooting, sensor passed the watertight test. Found the cannula was completely flat. After troubleshooting, customer was advised the sensor will be replaced. Customer agreed to return the sensor for analysis.